Event description:
Reportedly, a 34mm annuloplasty ring was explanted after an implant duration of approximatley 1 year 1 month (13.47 months) due to dehiscense. The explant operative report states that on (B)(6) 2010 the patient underwent a repeat tricuspid valve replacement (tvr) following a previous tricuspid valvuloplasty (tvp) and mini-maze. The previously implanted tricuspid ring is hanging loose at the septum. The valve itself displays the signs of prolapse of the anterior cusp, where a wedge-shaped excision was performed and the chords were shortened. We do not consider any further attempt to repair this valve to be a sensible option. The ring was removed. There were no signs of the patient having had endocarditis. This ring was replaced by a 7000tfx29mm valve (see report for s/n (B)(4)).

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: no serial number provided; therefore, no device history record (DHR) review can be done. There are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which are regurgitation, stenosis or calcification of the native valve. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, the ring was explanted due to dehiscence and replaced with a mitral valve. The tricuspid insufficiency was not explained. Without additional information from the health care provider, we are unable to conclusively determine the root cause for explant of this device.

Manufacturer narrative:
On 01/26/2012, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.